Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of spin collar breakage was confirmed however the report of a leak was not confirmed. Visual inspection of the distal luer lock showed cracks all around the end of the spin collar. There were no tool markings or signs of external forces on the outer surfaces of the damaged collar component. Functional testing resulted in no leaks from the damaged area or anywhere else on the set. The root cause of the breakage was not identified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient was receiving a secondary IV of acyclovir .the nurse noticed the primary IV line was leaking from a crack at the spin collar. No report of patient harm. The event occurred on the oncology unit.